Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 38 alarm, no pump error 130, no pump error 80, no pump error 82, no pump error 79, no pump error 43, no pump error 42, no pump error 40, no pump error 37 and no pump error 35 alarm during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has multiple pump error alarm. The customer¿s blood glucose was 97 mg/dl. The insulin pump error alarms were occurred during the rewind. The customer was explained that the insulin pump detected possible issue with the motor. The insulin pump will not be returned for analysis.